Manufacturer narrative:
Sections with additional information as of 05-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: meter memory issue. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results and defective lcd. Company representative (medical equipment) is calling on behalf of the customer. Customer stated that in the true metrix meter's memory she sees "alt" with "15-40 28-95 pm / hi." Customer stated that the hi was missing parts of it's characters; customer stated that part of both the h and the I were missing. Customer was concerned with the result obtained of hi, stating her blood glucose never goes above 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/19/2024; product storage and open vial date were not disclosed.